Event description:
Info was rec'd that reported a pt had been hospitalized in 2007, due to hypoglycemia. The reporter alleges that the pump overinfused and the pt rec'd too much insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it has been completed.